Manufacturer narrative:
G4: 01apr2020. B4: 02apr2020. The customer complaint could not confirmed. The repair has been cancelled and the unit has been returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23mar2020 b4:(B)(6)2020. No product was returned for evaluation. The determination could not be made that the device failed to meet the specifications. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported that the unit detected a patient's spontaneous breathing, but rate was not recognized. The unit was replaced with the same model with the same circuit configuration, and then rate has been recognized. The device was in clinical use at the time of the reported event; however, there was no harm to the patient or user. A philips authorized service representative reported that the reported phenomenon was not duplicated.